Manufacturer narrative:
On 8/5/2018, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the patient underwent removal on (B)(6) 2018. Mentor also became aware that the suspect medical device's serial number was (B)(4). In addition, mentor became aware of the concomitant device: mentor smooth round high profile 290cc saline catalog: 3503290 lot: 7536669 sn: (B)(4). Device investigation summary: upon receipt by mentor, the device contained no fluid. White material was observed within the device. White and brown material were observed on the shell surface. During visual examination, product evaluation observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed two leaks on the anterior view caused by two rents measuring less than 0.1 cm. Microscopic examination of the rents edges gave no indication as to their cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. Nonetheless, a microscopic examination of the rents edges was performed and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white and brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent primary breast augmentation with mentor smooth round high profile 290cc saline breast prostheses. Deflation of the right breast prosthesis was determined. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.